Event description:
The facility stated that the surgeon attempted to implant a 3 piece silicone lens, diopter -19.0. The lens stuck in the cartridge prior to insertion into the eye. No patient contact or injury. The facility stated that the cartridge was the cause of the lens sticking in the cartridge. The injector model that was used was a msi-tm. The facility was unable to provide the lot number.